Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : device not available.

Event description:
It was reported by the patient that the patient had a small screw system implanted in the left foot. Fourth left metatarsal bone in the toe, patient ended up with a rash, had implant removed 4 years post-op because she could barely walked. The patient was contacted by the FDA requesting the lot number of the screw 9 years after the initial surgery. Patient believes she developed metal toxicity.

Manufacturer narrative:
The reported event could be confirmed, since evaluation of medical records confirms the device was removed due to pain. A review of the provided documents and images was performed and reviewed by medical professionals. Based on the review no allegations against the device regarding allergic reaction or implant usage/design was made by the treating surgeons or medical imaging professionals. No further assessment was possible based on the imaging and/or documentation beyond what was already stated in the documents. The investigation determined these screws are manufactured from medical grade titanium alloy which is commonly used in the production of medical implants. This information is also found on the IFU provided with these implants. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the patient that the patient had a small screw system implanted in the left foot. Fourth left metatarsal bone in the toe, patient ended up with a rash, had implant removed 4 years post-op because she could barely walked. The patient was contacted by the FDA requesting the lot number of the screw 9 years after the initial surgery. Patient believes she developed metal toxicity.